Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated and confirmed there was a whitish foreign material on the inside of the air/water tube, air/water cylinder and jet tube. Additional findings include; there was no color on the air/water cylinder and suction cylinder. Due to wear of angle wire, bending angle in up direction did not meet the standard value. There was a crack on the light guide lens and adhesive on the bending section cover. Due to a chip on plastic distal end cover, insulation resistance value at distal end did not meet the standard value. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A user facility returned the olympus asset, colonvideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was foreign material on the jet tube, air/water tube and air/water cylinder. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.